Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The device was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated the numbers started scrolling up out of control while using the bolus wizard. Customer's blood glucose was 183 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.